Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was replaced during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
It was reported that the screens on the workstation do not power up. This could cause the sys to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.